Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing suture passers on (B)(6) 2012. During the procedure, three suture passers were attempted for use and would not pass the needle and cut the suture. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found the trap door was bent. The bent trap door occurs from use when the surgeon uses the passer on thick material and the trap door is forced up. Since the trap door is bent it would not capture suture and did not function properly. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01042 / 01044).